Event description:
It was reported that the customer had had emergency medical services visit her on three occasions and that her blood glucose had been as low as 41 mg/dl and as high as 400 mg/dl. Customer stated she had already reported this issue. She further stated that her insulin pump was not releasing insulin and that when she would press the b button, only three dots would come in the pump. Customer was also experiencing lost sensor alerts. Her blood glucose at the time of this report was 487 mg/dl, which she treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.